Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. The report of a break in the heartmate iii (hm3) tunneling adapter during the implantation of the device could not be confirmed through this investigation. The hm3 lvas IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 0 days the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that a piece of the black tunneling adapter cap broke off while the surgeon was tunneling the driveline through the abdomen. It was unable to be located and it presumed to be in the abdominal region. No adverse event occurred and patient remains stable. No additional information was reported.